Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Total number of events ¿ 350. Gynecare tvt secur system - 350.

Event description:
It was reported by an attorney that a patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. Following the procedure, the patient experienced pain and erosion of her internal bodily tissue. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No further information is available.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016, through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Corrected information: correct e2013037 - pah supplemental report 06 for 08/31/2016 attached. Please disregard previous pah attachment sent in follow-up 06 on 08/29/2017. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.